Event description:
Triple pump was plugged into electrical outlet and neosynephrine and vasopressin drip (gtts) and magnesium sulfate IV infusing via pump. After 30 minutes of use, the patient was transported for a CT scan with a portable cardiac monitor. The pump was on the battery for 10 minutes and then alarmed "battery depleted" message. The pump was immediately plugged in and the CT was performed in 20 minutes. The patient was transferred to an ICU bed for transport to cardiac catheterization lab. The pump was unplugged two minutes later and the pump then alarmed with a "battery depleted" message. Attempted to plug pump into an electrical outlet when the next alarm message was "failure." All three channels were then not delivering neosynephrine, vasopressin, and magnesium sulfate medications. The physician was at the bedside. The patient immediately returned to burn care unit (bcu) and the pumps were replaced. A dose of 0.5mg epinephrine intravenous push (ivp) was administered per the physicians order for systolic blood pressure (sbp) in the 90s which increased to a sbp of 107.